Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a merlin programmer was turned on and smoke came out of the unit. No additional malfunctions or patient issues were reported.